Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. Back up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the reported malfunction without an eval of the device. Additional info will be submitted when the device is received, and if additional info is received and requires reporting.